Event description:
On 10/30/95 an aus device was implanted. On 12/2/96 a tandem cuff was implanted. On 1/17/97 the entire device was removed from the pt due to a broken connection between the cuffs and an infection. Add'l lot/ser no: bz347 009.